Event description:
Extreme pain, and it feels like the generator of the gastric stimulator is coming out my rib cage. I've called the doctor several times and they will never do anything about it, so I figured I needed to report it to you all because something isn't right. I've told the doctor about the pain being so bad that I can't even hold a job.